Manufacturer narrative:
The device was discarded. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provided."

Event description:
The customer went to the emergency room and stayed at the hospital for 5 hours. She was dehydrated and treated with saline.